Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a stone retrieval/ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician tried to retract the gemini basket to retrieve the stone, the basket detached inside the patient. The physician was able to successfully remove the stone and the detached basket with another gemini basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found that the basket was detached from the wire sub-assembly in the middle of the splice cannula. The detached piece of wire sub-assembly was kinked and bent on the distal side of the broken splice cannula. The wire strands were separated approximately 4 centimeters from the proximal side of the splice cannula. The basket and all the basket wires were present and intact. The basket was slightly bent on the distal side of the basket cannula. A torque mark was present on the handle cap indicating that the cap had been properly torqued into place during production. A functional evaluation was performed and the handle actuated smoothly, the wire sub-assembly moved freely within the outer sheath, and the wire sub-assembly was bent along its length. It was not possible to determine the amount of force that was exerted on the wire sub-assembly to cause it to break. Most likely, the defects noted were due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a stone retrieval/ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician tried to retract the gemini basket to retrieve the stone, the basket detached inside the patient. The physician was able to successfully remove the stone and the detached basket with another gemini basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.